Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of 540 mg/dl. Customer's current blood glucose value: 130 mg/dl. The customer did allege that the insulin pump was under delivering insulin. The customer was treated with intravenous flush for high blood glucose values. Troubleshooting was performed for high blood glucose levels. The device is not expected to be returned for analysis.